Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the 54 mg/dl was the sensor glucose value.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 270 mg/dl and the sensor glucose was 54 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated that the sensor glucose value that triggered the suspend on low or suspend before low event was 54 mg/dl. Customer stated that the low limit in sensor settings was 75 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer did received a calibration not accepted alert. Customer did received a change sensor alert. The sensor will be returned for analysis.